Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 538 mg/dl. Pt gave themselves insulin and took additional oral medication. Pt was later found unconscious and taken to the ER. At the ER pt's glucose was 51 mg/dl. Pt was given food and the reporter assumes pt also received treatment with glucose. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.